Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).

Event description:
Customer reported via phone call that insulin pump had short battery lifetime and power error detected in history. The customer¿s blood glucose level was 99 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer has not received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. Customer stated it like when he put a new battery after 3 hours it will keep alarming to replace again replace battery now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.